Event description:
Customer reported 1 false positive results on their alinity m sars cov-2 assay. The customer reported that the sample was a weak positive. In the same run, they had a strong positive result. Therefore, they decided to retest the results. The sample was retested the same day on the same instrument and the results were negative then. It was confirmed that the suspected result was not reported outside the laboratory. Therefore, there was no report of impact to patient management caused due to this observation. This incident is being reported to FDA because the incident occurred in france using the alinity m sars-cov-2 assay, list number (B)(4), which is the same/ similar to the alinity m sars-cov-2 assay, list number (B)(4), which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list (B)(4)) is similar to the alinity m sars-cov-2 amplification reagent kit (list (B)(4)) sold in the united states. Ticket does not reference a us list (B)(4) lot number.

Event description:
This incident is being reported to FDA because the incident occurred in france using the alinity m sars-cov-2 assay, list number 9n78-91, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
B5 updated to clarify that the product list number is 9n78-91 instead of 9n78-90. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log file was reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication of abnormal amplification curve displaying in the fam channel. Based on the analysis of the distribution of the results in the plate, carryover at the amplification plate is not suspected. There is no potential amp plate carryover risk after reviewing the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596 is performing outside of established design performance specifications according to the amplification curves. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596 (and its components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 520596 or its components. Complaint history review a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596 was not identified.